Event description:
Philips received a complaint by the customer on the v60 indicating that the device was damaged by a flood in the biomed shop and is requesting bench for repair. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and the biomed customer informed the rse that the device was out of use due to suspected water damage and requested bench repair, resulting in system restriction. Bench repair received the device and evaluated the device per customer request, and during diagnostic evaluation, the suspected water damage was investigated but not confirmed, the engineer inspected the unit internally and found no evidence of liquid damage; however, error codes 1002 (cbitoverheaterrorblowervio) and 1122 (cbittemphigherrorblower) were identified in the device logs. To address this finding, a replacement blower assembly will be ordered to resolve both the logged errors. Bench repair replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on the information provided and service performed, it was confirmed that the unit did not meet product specifications due to a blower assembly malfunction, which was determined to be the cause of the reported issue.